Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v004456, implanted: (B)(6) 2006, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient has a power on reset (por) message. It was reported the patient saw the por message on their patient programmer and on the day prior to report they saw the por message on their recharger. It was noted the patient is unable to adjust stimulation. It was reported the patient was able to clear the por on their programmer and recharger and they are on group a at 1.5. It was noted the patient was able to turn their stimulator on and are feeling stimulation. It was reported the patient went through security gate one weekend prior to report and they are unsure whether or not they turned off their device. It was noted the por was successfully cleared and the issue was resolved.